Manufacturer narrative:
An investigation was performed for the customer's issue and included a review of complaint text, troubleshooting, a review of service history, and a review of product labeling. The customer replaced multiple parts which included: r2a probe, tubing, mixers 1a and 2a, calibration of the r2 and the sample pipettor, and flushed water lines, which resolved the issue. Subsequent follow up from the field service representative confirmed no more elevated ldh results after recommended troubleshooting was completed. Return testing was not completed as returns were not available. A 12-month complaint review for the architect c16000, serial number (sn) (B)(4)). Did not identify any issues or trends associated with the customer's observation. A review of the sn (B)(4). Service history found no contributing factors, and no subsequent reports of erratic or discrepant results have been received. A review of the architect c16000 systems did not identify any trends associated with this issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect, sn (B)(4).

Manufacturer narrative:
Patient identifier: multiple = (B)(6). There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated ldh results on two patients generated on the architect analyzer. The results provided were: sid (B)(6) = 228 / 179 / 169u/l (normal range 125-220u/l); sid (B)(6) = 229 / 183u/l. There was no reported impact to patient management.